Manufacturer narrative:
The receive device had the cannula assembly deployed. The pink slide insert was visible in the viewing window. No evidence was found that would result in a needle mechanism failure; a root cause could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was worn between 4 and 24 hours and patient reported a blood glucose level of 167 mg/dl.